Event description:
The customer reported that the system fluoroed after the foot switch was released, and the system logs indicated that there were multiple filament regulator error messages. This error message occurred during a procedure with patient involvement. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The field engineer could not determine whether the system was emitting radiation at the time when the footswitch was reported to be sticking. A filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.